Event description:
It was reported that the patient was taken to the hospital via an ambulance complaining of not feeling well. At the hospital the physician could not interrogate the pulse generator with the merlin programmer. On (B)(6) the physician re-attempted to interrogate the pulse generator without success. The patient deceased on the same day due to kidney failure and copd. The device was explanted and once again the physician attempted to interrogate the device without success. No further information was available at this time.

Manufacturer narrative:
Final analysis found the device exhibited normal device characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.